Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age of the patient as it was reported that they appeared to be in (B)(6). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. There was no product malfunction reported. The filter detaching from off the end of the wire into the anatomy is due to not using the appropriate barewire. It was reported that a non-abbott guide wire was used. The emboshield nav 6 instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, because it was reported that the emboshield nav 6 was used in the popliteal artery, it should be noted that the IFU states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. It could not be determined if the off-label use caused or contributed to the reported difficulties. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The reported difficulty appears to be user related and there is no indication of a product quality deficiency.

Event description:
During a lymph salvage procedure in the leg, an emboshield nav 6 embolic protection device was advanced onto a non-abbott guide wire to a lesion in the non-calcified, non-tortuous right popliteal artery. The filter detached from the non-abbott guide wire and was not retrieved; the stent was immediately deployed at the intended site, crushing the filter, embedding it against the vessel wall at the intended site, successfully completing the procedure, with no patient sequelae. There was no clinically significant delay in completing the procedure. No additional information was provided.